Event description:
The following was reported by the attorney for the patient: on (B)(6) 2007 - patient underwent a combined parastomal and ventral hernia repair, at which time a small oval composix kugel mesh, product code 0010201 was implanted. On (B)(6) 2009 - patient was taken to the operating room for repair and relocation of her recurrent parastomal hernia. During surgery, the surgeon noted adhesions of the small bowel to the mesh, and removed a piece of "turn down ptfe." The attorney alleges that the patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. Based on the information available, no conclusion can be drawn at this time.